Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-01513. It was reported that following a stenting treatment procedure stent compression, thrombus and myocardial infarction occurred, using a right femoral approach, the procedure treated the 80% stenosed target lesion located in the proximal and mid left anterior descending (lad) artery. Using a direct stenting technique, a 2.5x28mm ion stent was deployed at 12 atms for 10 seconds in the mid lad reducing stenosis to 0%. An additional 3.0x38mm ion stent was deployed at 15 atms for 10 seconds in the ostial and proximal segment of the vessel also reducing the high grade stenosis to 0%. The patient left the cath lab in stable condition. In (B)(6) 2011, the patient presented with angina and diagnostic angiography revealed widely patent stents in the lad. In (B)(6) 2012, the patient presented with a myocardial infarction and angiography revealed thrombus in the proximal and mid segments of the lad and stent compression of the 3.0x38mm ion stent previously placed. Treatment pre-dilated the area with a non-bsc 2.5x15 balloon inflated to maximum 16 atmsfor 53 seconds. A 2.75x38mm ion stent was deployed at 16 atms for 15 seconds in the mid lad and a 3.5x38mmion stent was deployed at 14 atms for 13 seconds in the proximal lad. No further patient complication occurred and the patient status is stable.